Manufacturer narrative:
The marathon micro catheter was returned with an asahi fubuki sheath and a ¿th-ii¿ .071¿ catheter. The marathon micro catheter, fubuki sheath, and ¿th-ii¿ catheter were decontaminated. No product analysis is required for the non-medtronic devices as there is no allegation of device incompatibility. The devices will be sent to the manufacturer, if known. The marathon was measured and found to be within specification. No issues were found with the marathon hub. No bends or kinks were found with the marathon catheter body. No damages were found with the marathon distal marker/tip. The marathon micro catheter was flushed, water exited from the distal tip. No ¿leaks¿ were detected with the marathon micro catheter. No other anomalies were observed. There was no indication that the event was related to a potential manufacturing issue. Based on the device analysis and reported information, the report of ¿catheter leak¿ could not be confirmed and the cause could not be determined. No defect was found with the returned marathon micro catheter that would have contributed to the event. No evidence was found that the returned marathon micro catheter was used with any ¿liquid embolic¿ agents. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon has been returned and evaluation is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the marathon microcatheter was found to be leaking liquid embolic inside the guide catheter. Prior to the event, the plan was to inject nbca glue from the marathon microcatheter. The injection was started but the liquid embolic did not come out of the tip of the microcatheter. There was no resistance during the injection of the liquid embolic. The microcatheter was removed from the patient and flushed to check for bursting and could not be found, but the nbca liquid embolic was found inside the guide catheter so they requested the microcatheter to be checked for pinhole leak. They were unable to check if there was nbca leakage inside the blood vessel. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a tumor with unknown dimensions. The vasculature was moderate in tortuosity.